Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging inratio discrepant high result on one pt. Date: (B)(6) 2013, inratio: 3.4, lab: 1.7. Time between testing one hr. Pt's therapeutic range 2 - 3.